Event description:
The physician deployed the protege everflex stent in the sfa but the stent was 120 mm length not 150 mm length. The physician then used a 7x60x120 to make up the difference. Investigation on (B)(6), 2014 of cine images received indicate that the stent was compressed (shortened) upon deployment.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction